Event description:
Clinical report states the pt was revised because of loosening.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.